Manufacturer narrative:
Zimmer biomet (B)(4). Patient weight: not provided. Initial reporter fax number: not provided.

Event description:
It was reported that implant body fractured at tooth location 19. Implant, abutment and crown were removed.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: tyoe of investigation codes were added: 4109, 4110, 4111 and 3331. H6: investigation findings code was added: 1252 h6: investigation conclusions code was added: 4307 h10: narrative/data was updated. One tapered screw-vent implant (tsvtb11) was returned for investigation. Visual evaluation of the as returned implant identified fracture around the collar and bone residue around the external threads due to usage. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. Pre-existing condition noted on the per was high bone density ¿ type I. The reported implant had been placed on tooth # 19 (universal) for approximately 2 years. Per the applicable IFU, it is stated that improper techniques, severe bruxism and clenching may cause device failure. DHR review for the lot (1225125) revealed no deviations nor non-conformances which could have caused or contributed the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1225125) for similar events (complaint category keyword: fracture: implant) and no other complaint was identified. May post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed. A definitive root cause could not be identified. However, based on the investigation, risk review and IFU, the most likely cause determined from the investigation are parafunctional habits of the patient or use of implant outside of intended use. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No new event information at the time of this report.